Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in-clinic, oversensing was observed. Intermittent noise was observed. Programming changes were made. Noise continue to be observed. The lead was capped and replaced on (B)(6) 2016 due to oversensing. There were no patient complications during the procedure and the patient was fine in the recovery room.